Manufacturer narrative:
The reported complaint of "the lifeband (lot # 81971) would not clip into the autopulse platform" was not confirmed during the visual inspection and functional testing of the returned lifeband. No device malfunction was observed during the testing and the lifeband worked as intended. Upon visual inspection, no damage was observed. During functional testing, the returned lifeband was able to be attached to the good known autopulse platform without any issues. Also, the lifeband was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the good known autopulse platform for 30 minutes and the lifeband performed as intended, thus not confirming the customer reported complaint.

Manufacturer narrative:
Zoll has not received the lifeband for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
When the crew was replacing the lifeband after the call, the crew noticed that the lifeband would not clip into the autopulse platform. The autopulse platform worked as intended using other lifeband and no device malfunction was reported on the autopulse platform. No patient involvement.